Event description:
It was reported that the patient had been involved in a vehicle crash with reported chest injury in the area of the pacemaker. Post trauma, patient had a syncopal episode with inappropriate rate response pacing at rest. Pacemaker was removed and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): we did receive performance data collected from the device and have analyzed the data. Evidence of fast sensor rate in the previously collected ventricular high rate episode. Upon device analysis, no anomalies were found.